Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent emergent endovascular treatment of an aortic rupture due to the type b acute aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag/ac). It was reported that there was a hard time to advance the guidewire at the curved leading olive. After the guidewire could be inserted, the ctag/ac was advanced up to at the left common carotid artery. The physician pulled the primary deployment handle to initiate the deployment, however, the stent graft was not deployed at all, even after the deployment line was pulled more than half (approximately 2/3). The physician withdrew the ctag/ac, the procedure was continued using another ctag/ac. The patient tolerated the procedure. Reportedly, it was confirmed after the procedure was completed that the deployment line was broken at the middle upon pulling the deployment line all the way out. The physician reported that it was probably due to some force that caused the deployment line to break while struggling to insert the guidewire through the leading olive.

Manufacturer narrative:
The medical device was discarded at facility. Return not possible. (B)(4).